Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/19/2017. Device returned to manufacturer: yes. Device evaluation: the lens was not return for evaluation, only the preloaded insertion system was received. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 insertion/device system. There was no assembly defect observed on the insertion device. The customer's reported event could not be verified. Manufacturing records review: manufacturing records were reviewed; no related non-conformance reports were found during the manufacturing record review. The product was manufactured and released according to specifications. A search on complaints related to this production order was performed and the search revealed no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
When the intraocular lens (iol) came out, it broke/split. No patient was involved/injured. No additional information was provided to abbott medical optics.